Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The device history record was reviewed and there were no issues noted. This was a customer made connection. There were no tie bands used to secure the connection. Additional information related to this surgery is noted in MFR#1212122-2016-00013. Since the device was not returned or photographs provided, this complaint could not be confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The customer reported that at approximately 11:05am that the 1/4" cardioplegia blood access line disconnected resulting in approximately 50 cc blood loss. This was a customer made connection that had not been tie banded. The line was clamped and then reconnected to the connector. The disconnection did not result in a delay to the procedure. The patient had a hgb of 8.5 gm/dl after surgery and did not require a transfusion. There were no reports of post-operative issues with the patient.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted september 23, 2016. (B)(4). The device was returned on oct. 7, 2016. It was composed of the oxygenator with a 1.4" section of line 19a, l3. However the portion of line 19a, l7 and line 3 associated with this complaint were not returned by the customer. Therefore no testing or visual evaluation could be conducted. We could not complete the investigation. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up. (B)(4).